Event description:
A doctor alleged that the channels files had broken during a patient's procedure.

Manufacturer narrative:
Specific information with regard to the patient's gender, age, and weight was not provided. Although the office identified three (3) different lots associated with the breaking files, the office could not verify which lot had been used on the patient. The lots involved in the alleged incident include lot numbers 051401017, 061410962, and 041456915. The patient returned to the office for surgical removal of the broken part; however, the doctor was unable to retrieve it; therefore, the procedure was completed with the broken part left intact within the canal. The patient is doing fine at this time. The product involved in the alleged incident was not returned. An evaluation of retained product is expected, but has not yet begun.